Event description:
This event was reported as valve implanted & pt off bypass, when significant intra valvular mitral regurgitation was noted. One suture found wrapped around leaflet/strut; removed loop/repaired, & valve remained implanted. No further info was provided.